Event description:
It was reported that the ilet user sought guidance on why they received a ¿dosing stopped. Connect cgm¿ message. They were advised that the pump had not received a continuous glucose monitor (cgm) reading for approximately four hours, after which the user installed a new g7 sensor, entered the code, and observed sensor warmup with guidance to wait for completion or to enter a blood glucose value manually. No reported signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of the information provided by the user, and a review of use steps and procedures. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.